Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing some soreness and pain at the ipg incision site. It was noted that the incision site was disrupted but no skin breakage. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained in the hospital and will not be returned.